Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial lead was capped and replaced on (B)(6) 2014 for unspecified issue. No patient condition or further information could be obtained.

Manufacturer narrative:
Correction: upon review the lead, manufacturer report 2017865-2025-64253, should not have been submitted as a medical device report (MDR) as there was no allegation of malfunction on the lead.